Event description:
(B)(6) study. It was reported thrombus occurred. On (B)(6) 2018, the patient underwent a left atrial appendage (laa) closure procedure. A 24mm watchman flx laa closure device was successfully implanted in the laa. A complete laa seal was observed with a deployed device diameter of 20.1mm. Prior to the index procedure, 81mg aspirin and 5mg apixaban were administered. The patient was discharged that same day on aspirin and "apixiban". On (B)(6) 2018, the patient presented for the re-evaluation of paroxysmal atrial fibrillation and complained of weakness, tiredness and shortness of breath. An EKG revealed atrial fibrillation with rate of 96bpm and the patient was very symptomatic. The patient was recommended for radiofrequency ablation for worsening of atrial fibrillation. On (B)(6) 2018, the patient presented to electrophysiology department for the planned pulmonary vein isolation (pvi). The patient had continued symptomatic atrial fibrillation despite drug therapy. At the time of event, the patient was on aspirin and clopidogrel. Prior to the ablation, transesophageal echocardiogram (tee) was performed which revealed the watchman flx device in place with a 1.1cmx 0.8mm mobile echo density adherent to the face of the device with thrombus. The pvi procedure was aborted. On the same day the aspirin dose was increased to 325mg and apixaban 5mg was restarted. The patient was advised to follow up with tee in four weeks. Of note, the tee post index procedure and at the time of 45-day follow up did not reveal any evidence of thrombus. Per the investigator, the event is related to the antiplatelet medication.

Event description:
Pinnacle flx study. It was reported thrombus occurred. On (B)(6) 2018, the patient underwent a left atrial appendage (laa) closure procedure. A 24mm watchman flx laa closure device was successfully implanted in the laa. A complete laa seal was observed with a deployed device diameter of 20.1mm. Prior to the index procedure, 81mg aspirin and 5mg apixaban were administered. The patient was discharged that same day on aspirin and apixiban. On (B)(6) 2018, the patient presented for the re-evaluation of paroxysmal atrial fibrillation and complained of weakness, tiredness and shortness of breath. An EKG revealed atrial fibrillation with rate of 96bpm and the patient was very symptomatic. The patient was recommended for radiofrequency ablation for worsening of atrial fibrillation. On (B)(6) 2018, the patient presented to electrophysiology department for the planned pulmonary vein isolation (pvi). The patient had continued symptomatic atrial fibrillation despite drug therapy. At the time of event, the patient was on aspirin and clopidogrel. Prior to the ablation, transesophageal echocardiogram (tee) was performed which revealed the watchman flx device in place with a 1.1cmx 0.8mm mobile echo density adherent to the face of the device with thrombus. The pvi procedure was aborted. On the same day the aspirin dose was increased to 325mg and apixaban 5mg was restarted. The patient was advised to follow up with tee in four weeks. Of note, the tee post index procedure and at the time of 45-day follow up did not reveal any evidence of thrombus. Per the investigator, the event is related to the antiplatelet medication. It was further reported that the suspected cause of the thrombus was lack of endothelialization. On (B)(6) 2018, repeat tee was performed which revealed complete seal with no thrombus in the atrial facing surface of the watchman flx device and in the left atrium.

Event description:
Pinnacle flx study. It was reported thrombus occurred. On (B)(6) 2018, the patient underwent a left atrial appendage (laa) closure procedure. A 24mm watchman flx laa closure device was successfully implanted in the laa. A complete laa seal was observed with a deployed device diameter of 20.1mm. Prior to the index procedure, 81mg aspirin and 5mg apixaban were administered. The patient was discharged that same day on aspirin and apixiban. On (B)(6) 2018, the patient presented for the re-evaluation of paroxysmal atrial fibrillation and complained of weakness, tiredness and shortness of breath. An EKG revealed atrial fibrillation with rate of 96bpm and the patient was very symptomatic. The patient was recommended for radiofrequency ablation for worsening of atrial fibrillation. On (B)(6) 2018, the patient presented to electrophysiology department for the planned pulmonary vein isolation (pvi). The patient had continued symptomatic atrial fibrillation despite drug therapy. At the time of event, the patient was on aspirin and clopidogrel. Prior to the ablation, transesophageal echocardiogram (tee) was performed which revealed the watchman flx device in place with a 1.1cmx 0.8mm mobile echo density adherent to the face of the device with thrombus. The pvi procedure was aborted. On the same day the aspirin dose was increased to 325mg and apixaban 5mg was restarted. The patient was advised to follow up with tee in four weeks. Of note, the tee post index procedure and at the time of 45-day follow up did not reveal any evidence of thrombus. Per the investigator, the event is related to the antiplatelet medication. It was further reported that the suspected cause of the thrombus was lack of endothelialization. On (B)(6) 2018, repeat tee was performed which revealed complete seal with no thrombus in the atrial facing surface of the watchman flx device and in the left atrium. It was further reported that the mobility of the thrombus on the surface of the device was non-mobile and mobility of the thrombus in the left atrium was mobile. The 45 day tee performed on (B)(6) 2018 revealed spontaneous echo contrast in left atrium and left atrial appendage closure device was stable with no thrombus and no flow around the device. On the same day, the patient received 300 mg of clopidogrel and 4 hours post clopidogrel dose, the patient had platelet aggregation study. Therapy with clopidogrel was discontinued, dosage of aspirin increased to 325mg and apixaban 5mg was restarted. The patient was advised to follow up with tee in four weeks. On (B)(6) 2018, repeat tee was performed which revealed stable watchman closure device with no thrombus and no flow was noted around the device and no evidence of thrombus within left atrium or evidence of spontaneous echo contrast.